Event description:
The device was returned for service with the report "turns on and off by itself". According to the facility biomedical engineering department, the reported event did not occur during pt use. According to biomed, no pt injury or need for medical intervention has been reported. Biomed stated they have no record of any pt incident involving the pump since the last baxter service event.